Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The index procedure was part of the inpact_global study performed on (B)(6) 2013. Baseline rutherford classification was 5 (minor tissue loss). The patient had a previous limb amputation (the left toe). The procedure was performed on the left limb which had 100% stenosis. The lesion length was 128mm and the target lesion location(s) were the distal sfa, and popliteal segment 1 and 2. The inpact procedure was successful. No post-dilatation was needed. On (B)(6) 2015, at the unscheduled 24 month follow up, the subject had target lesion revascularization (tlr) performed on the target lesion. The rutherford assessment was a 5. At this visit the 4x120mm powercross was used, followed by a 5x150mm drug-eluting balloon (deb). The total treated lesion length was 150mm. Residual stenosis was 10%. On (B)(6) 2015 the subject had tlr performed again within the target location. The diameter of the stenosis was 100% with the lesion length of 120mm. The reason for the procedure was a worsening wound on the left foot. Two pta balloons (4x40mm and 5x120mm) were used. No debs were used and a stent was placed. Residual stenosis was 20%.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.